Event description:
Dr. Informed product manager that he had to evaluate on of his pts after he fell and hit his head. X-rays revealed that one of the inferior screws has started to back out. Doctor felt that the trauma related to the fall was likely the cause. The screw was removed and was not replaced.

Manufacturer narrative:
Pt fell contributing to loosening of screw.